Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the bd vacutainer® push button blood collection set with 12 in tubing and luer adapter came apart at the barrel, where the button and the back of the barrel meet. No serious injury, blood exposure or medical intervention.